Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother reported that the patient has been having issues with keypad buttons not activating desired pump functions when pressed. It may require multiple presses to activate a desired pump response. She said the issue has been occurring for about six months. There was no reported patient impact associated with this complaint.